Manufacturer narrative:
Imaging evaluation: summary: ¿ one time-point available for evaluation: post-implantation cta dated (B)(6) 2021. ¿ 3d images appear to show contrast outside the implanted devices pooling in the aneurysm sac. ¿ axial images show contrast outside the contralateral leg component on the patient¿s right side. ¿ images appear to show ~15mm of contralateral leg component/proximal ibe overlap. ¿ per gore IFU, there should be 30mm of overlap with the distal contralateral leg and the ibe trunk. ¿ images appear to support a type iii endoleak finding. ¿ the maximum diameter of the rci appears to be 27.7mm. Cannot confirm growth or disease progression of the rci with one time-point.

Event description:
It was reported that the patient presented on an unknown date in 2004 with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was state that due to disease progression in the left iliac artery, gore® excluder® iliac branch endoprostheses (ibe) were implanted on an unknown date in 2019. During follow-up CT imaging in 2021, an unknown endoleak had been observed. On (B)(6) 2021, several angiographies followed to clarify the origin of the endoleak. A type iii endoleak originating from a hole in the contralateral leg (implanted 2004) was identified. The endoleak was relined and solved with the implantation of an additional contralateral leg endoprosthesis. The patient tolerated the procedure.